Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a 50ml infusion of propofol was programmed to infuse at 50 mcg/kg/min during a mac (monitored anesthesia care) procedure. The crna opened the roller clamp and set the rate and noticed the patient becoming unexpectedly deeply sedated. The nurse then noticed that the bottle of propofol was almost empty. The crna held the patient's airway open with jaw thrusts and had to administer medications to support his blood pressure until the large amount of medication had half-life elimination. There was no lasting patient harm.

Manufacturer narrative:
The report of an overinfusion of propofol could not be confirmed. Inspection of the device did not show any contributing factors. Review of the pcu event log showed that at 8:38am on (B)(6) 2018 the device was programmed to infuse propofol 10mg/1ml at the default dose of 25 mcg/kg/min (rate=15.6ml/hr) with a vtbi of 40ml. The infusion was placed in a pause state after completion of the programming. A safety clamp open alarm was recorded for a duration of 9 seconds before the infusion was started at 8:38am. It could not be determined from the log analysis if any fluid flowed into the patient during the alarm state. A few seconds after the infusion was started the pump module alarmed for patient side occlusion three times, with the user restarting the infusion each time. No volume was recorded as having been delivered. After the occlusion alarms the pump module alarmed for air in line within a few seconds. The volume recorded was 0.261ml. The user restarted the infusion within a few seconds. The user then started a rapid bolus infusion of 2 mg with a duration <1 minute. The pump module alarmed for air in line 3 seconds after the bolus dose was started. The user restarted the infusion and the air in line alarm recurred. The volume infused after the air in line alarm was recorded as 0.827ml. Another safety clamp open alarm occurred for 3 seconds, then the infusion was restarted. The user placed the infusion in a pause state a few seconds later, and terminated the infusion by removing the pump module from the system. The total volume infused was recorded at 2.534ml. During testing the pump module was found to be infusing within specifications, with no anomalies observed. The root cause for the reported event could not be identified.